Event description:
While servicing the device, the field service engineer (fse) reviewed the alarm logs and discovered the unit had experienced a therapy knob failure. There was no patient involvement.